Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks for an episode of aberrant supraventricular tachycardia (svt). The fourth shock resulted in rhythm acceleration to ventricular fibrillation (vf) while the fifth and final shock exhausted therapy and converted the patient to a slower sinus rhythm. The device was reprogrammed with the therapy zone rate threshold increased; the patient's medications were also adjusted. No further action is planned at this time. No adverse patient effects were reported. This system remains in service.